Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller (B)(6) was returned for unknown reason.

Manufacturer narrative:
Section g3: the previous report was submitted with a g3 date of 06jan2026; the correct date was 31dec2025. Manufacturer's investigation conclusion: the reported event of white lines in the liquid crystal display (lcd) was confirmed. The system controller, serial number (B)(6), was returned for analysis. The log files downloaded from the returned controller were reviewed and found to be unremarkable. The controller operated the pump within the expected range without issue prior to the driveline being disconnected to exchange the controller. The controller was noted to have a vertical white lines in the lcd. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The lines in the lcd did not prevent information from being displayed or read from the display. The lcd was replaced and the issue resolved, isolating the issue to the lcd itself. The reported event was determined to be due to a damaged lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D3 and g1: correction. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were white lines on the system controller display (B)(6) and there was malfunction. The system controller was reset, and it still was not working. The system controller (B)(6) was exchanged and returned. The patient did not have any adverse effects due to the issue with the system controller.